Event description:
Avanos medical inc. Received a single report that referenced two different incidents, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 2026095-2026-00017 for the first report. It was reported, ¿back to back patient incidents - esophageal tear and esophageal perf.¿ per additional information received on 03-mar-2026, patient underwent esophagogastroduodenoscopy (egd), with peg placement on (B)(6) 2026 using avanos safety peg pull kit 20 fr. A ¿superficial, linear tear of upper esophagus¿ was identified during endoscopy. Treatment included monitoring for additional complications and the patient was discharged on (B)(6) 2026. It was reported that there was no difficulty noted during peg insertion and the event occurred during the procedure.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 24 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.